Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error. Additional information there were some isolated incidents of vt that dr. Meier was not convinced it was due to impella based on imaging. Electrolyte correction could have been the primary intervention. The pump was discarded by the care team upon upgrade to 5.5. There have been no further runs of vt. Per dr. Meier, more flow from vp ECMO, impella 5.5, and electrolyte correction was the correct intervention to reduce cardiac irritation and arrhythmia.

Manufacturer narrative:
Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Tachycardia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the femoral artery to support the 60 year old female patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage e shock. The patient was known prior to the cp being placed to be on extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. The patient had also gotten CPR prior to the cp pump placement, though the arrest type/arrhythmia was not shared. On the third day of support there was ventricular tachycardia (vt) that was thought to be due to the pump being slightly deep in position. The plan was to reposition if the vt recurred, but instead on day 5 the pump was explanted and escalated to the impella 5.5. The physician did question if pump position or underlying significant cardiomyopathy was causal. The vt and pump replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support, and patient survives to date on the 5.5 pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.